Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented in the ER after receiving multiple inappropriate high voltage therapies. P-waves oversensing on the ventricular channel caused double counting. Fluoroscopy revealed lead dislodgement. The patient reported chest pain. The lead was explanted and replaced when repositioning was unsuccessful. There were no complications for the patient.